Event description:
Customer reported her insulin pump has been alarming no delivery. The first time it happened, customer changed her infusion set and battery and everything was fine. Yesterday, the insulin pump alarmed no delivery during a bolus and customer had to change her infusion set and battery again. This morning, the insulin pump alarmed no delivery during a bolus again and the battery was depleted. Customer's blood glucose last night was 207 mg/dl. Customer could not do troubleshooting because the issue was resolved with a complete set change. Customer was advised to change the infusion set and reservoir and send it back for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).